Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant info is received, a supplemental medwatch report will be filed. (B)(4).

Event description:
It was reported to boston scientific corp that a gold probe device was used during a colonoscopy procedure performed on (B)(6) 2010 (pt age was noted to be over 40 years). According to the complainant, the pt was being treated for bleeding of an arteriovenous malformation (avm) within the cecum, which occurred during a routine colonoscopy. While attempting cautery with the gold probe, there was no energy flowing to the device. When they removed the device from the scope, it was discovered that there was a kink in the device catheter; it is unk when the catheter became kinked. They used a second of the same gold probe device to complete the procedure. The delay caused by the device malfunction did not exacerbate the bleeding within the pt's cecum. No pt complications were reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be fine.